Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: left essure device embedded in the myometrium of uterus'), uterine perforation ('perforation (uterus)'), tubo-ovarian abscess ('surgery (other) type of surgery: robotic bilateral drainage of tubo-ovarian abscess') and ovarian cyst ('follicular cyst in ovaries') in a 37-year-old female patient who had essure (batch no. A63346) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test.". The patient's concurrent conditions included hypertension, hemorrhoids, morbid obesity, vision loss, mood disorder, hyperlipidemia, carbohydrate intolerance, pyelonephritis and sepsis. Concomitant products included bifidobacterium bifidum;lactobacillus acidophilus;lactobacillus bulgaricus;streptococcus thermophilus (probiotic acidophilus xtra) since 2014, captopril since 2004, hydrochlorothiazide since 2004, metronidazole since 2014 and omeprazole since 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), 8 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("left lower quadrant pain"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine haemorrhage ("uterine bleeding"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") and vaginal infection ("other injury(ies) or complication please describe: acute vaginitis"). In (B)(6) 2018, the patient was found to have vitamin d decreased ("low vitamin d."). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), adenomyosis ("adenomyosis"), cervical cyst ("nabothian cyst,") and dysuria ("dysuria"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes, hysterectomy, salpingectomy (bilateral removal of fallopian tubes), and robotic left ovarian cystectomy, oophorectomy (one side removal of ovary),). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, uterine perforation, tubo-ovarian abscess, ovarian cyst, bacterial vaginosis, depression, adenomyosis, cervical cyst, vitamin d decreased, uterine haemorrhage, abdominal pain, abdominal pain lower and dysuria outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection and back pain had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, back pain, bacterial vaginosis, cervical cyst, depression, dysmenorrhoea, dyspareunia, dysuria, embedded device, menorrhagia, ovarian cyst, pelvic pain, tubo-ovarian abscess, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vaginal infection and vitamin d decreased to be related to essure. The reporter commented: *insertion details, specify- trailing coils: left 3. Right 3. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on (B)(6) 2017: indication: unspecified ovarian cyst right side. Impression: nabothian cysts. Ultrasound scan vagina - on (B)(6) 2015: us pelvic transvaginal. Impression: heterogeneous appearance to the myometrium suggests adenomyosis. Follicular cysts are suspected within both ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: left essure device embedded in the myometrium of uterus'), uterine perforation ('perforation (uterus)'), tubo-ovarian abscess ('surgery (other) type of surgery: robotic bilateral drainage of tubo-ovarian abscess') and ovarian cyst ('follicular cyst in ovaries') in a (B)(6) year-old female patient who had essure (batch no. A63346) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test." The patient's concurrent conditions included hypertension, hemorrhoids, morbid obesity, vision loss, mood disorder, hyperlipidemia, carbohydrate intolerance, pyelonephritis and sepsis. Concomitant products included bifidobacterium bifidum;lactobacillus acidophilus;lactobacillus bulgaricus;streptococcus thermophilus (probiotic acidophilus xtra) since 2014, captopril since 2004, hydrochlorothiazide since 2004, metronidazole since 2014 and omeprazole since 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), 8 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("left lower quadrant pain"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine haemorrhage ("uterine bleeding"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") and vaginal infection ("other injury(ies) or complication please describe: acute vaginitis"). In (B)(6) 2018, the patient was found to have vitamin d decreased ("low vitamin d."). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), adenomyosis ("adenomyosis"), cervical cyst ("nabothian cyst,") and dysuria ("dysuria"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes, hysterectomy, salpingectomy (bilateral removal of fallopian tubes), and robotic left ovarian cystectomy, oophorectomy (one side removal of ovary),). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, uterine perforation, tubo-ovarian abscess, ovarian cyst, bacterial vaginosis, depression, adenomyosis, cervical cyst, vitamin d decreased, uterine haemorrhage, abdominal pain, abdominal pain lower and dysuria outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection and back pain had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, back pain, bacterial vaginosis, cervical cyst, depression, dysmenorrhoea, dyspareunia, dysuria, embedded device, menorrhagia, ovarian cyst, pelvic pain, tubo-ovarian abscess, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vaginal infection and vitamin d decreased to be related to essure. The reporter commented: insertion details, specify- trailing coils: left 3. Right 3. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on (B)(6) 2017: indication: unspecified ovarian cyst right side. Impression: nabothian cysts. Ultrasound scan vagina - on (B)(6) 2015: us pelvic transvaginal. Impression: heterogeneous appearance to the myometrium suggests adenomyosis. Follicular cysts are suspected within both ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: new pfs + mr received- new events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: bacterial vaginosis,psychological or psychiatric problems condition: depression, bladder or urinary problems or changes, migration of essure device location of device: left essure device embedded in the myometrium of uterus, dysmenorrhea (cramping), surgery (other) type of surgery: robotic bilateral drainage of tubo-ovarian abscess, robotic left salpingectomy, robotic left ovarian cystectomy, dyspareunia (painful sexual intercourse), pain, perforation (uterus), other injury(ies) or complication please describe: acute vaginitis, follicular cyst in ovaries adenomyosis,nabothian cyst, low vitamin d, abdominal pain, uterine pain, patient didn¿t undergone essure confirmation test lower back pain were added. Lot number and new reporters were added. Outcome of events abnormal bleeding, dysmenorrhea, vaginal infection, pelvic pain, back pain from unknown ton recovered/resolved and event dyspareunia from unknown to recovering/resolving were updated. Incident: we received a lot number. A technical. Investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.